Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat knee pain. A full system explant was performed on (B)(6) 2023 in preparation for a knee replacement procedure.

Manufacturer narrative:
At the time of implant, the patient was unable to qualify for joint replacement surgery due to high bmi. The nalu system provided the patient with enough pain relief to increase mobility and successfully lose 54lbs, subsequently qualifying for knee replacement surgery. The nalu system was removed in anticipation for the upcoming knee surgery. There are no allegations of system or device failure. The system functioned as expected and the surgical intervention was in preparation for the knee replacement.